Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak in the filter was confirmed. Visual inspection showed that the female luer of the extension set had a crack measuring 11.4 mm. Functional testing confirmed leaking at the crack. The cause of the filter leak was determined to be the female luer crack. The origin of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter leaked after the tpn infusion was initiated in the nicu. The filter was removed and replaced with a new filter and the infusion was restarted via an umbilical arterial line. There was no report of patient harm.